Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the vertebral artery. A 4.0mmx19mmx150cm express vascular sd stent was advanced for treatment. However, during procedure, the stent migrated. The stent delivery system was successfully removed through guide catheter. The procedure was completed with another of the same device. No patient complications were reported, and the patient's status was stable.

Manufacturer narrative:
D4 lot number: updated from 0025800641 to 0028072306 . D4 expiration date: update from 08/03/2023 to 09/22/20224. D4. Unique identifier (UDI) #: corrected from (B)(4). H4 device manufacture date: updated from 08/03/2020 to 09/23/2021. Device evaluated by MFR.: returned product consisted of an express sd balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. Device to device interaction test was performed and the device was able to track over a test guidewire. Inspection of the remainder of the device presented no damage or irregularities.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the vertebral artery. A 4.0mmx19mmx150cm express vascular sd stent was advanced for treatment. However, during procedure, the stent migrated. The stent delivery system was successfully removed through guide catheter. The procedure was completed with another of the same device. No patient complications were reported, and the patient's status was stable. It was further reported that the target lesion was 80% stenosed, moderately tortuous and moderately calcified. The stent could reach the opening of target lesion but failed to cross the stenosis site. The stent was removed from the patient.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the vertebral artery. A 4.0mmx19mmx150cm express vascular sd stent was advanced for treatment. However, during procedure, the stent migrated. The stent delivery system was successfully removed through guide catheter. The procedure was completed with another of the same device. No patient complications were reported, and the patient's status was stable. It was further reported that the target lesion was 80% stenosed, moderately tortuous and moderately calcified. The stent could reach the opening of target lesion but failed to cross the stenosis site. The stent was removed from the patient.